Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little over a week after the implant procedure, the patient developed a hematoma at the cardiac resynchronization therapy defibrillator (crt-d) system implant site and an infection was suspected. The crt-d system remains in use. No further patient complications have been reported as a result of this event.